Event description:
Boston scientific received information that during the attempted implant, the patient exhibited hypotension followed by complete asystole. The physician was unsuccessful with resuscitation efforts and subsequently the patient passed away. The physician reported the event was not related to the boston scientific product, with an echocardiography and a periocardiocentesis showing no evidence of a cardiac tamponade. The cause of death was reported as pulmonary embolism and acute myocardial infarction. No return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.